Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient had been experiencing erratic blood glucose (bg) for the past week and a half and thought that there was something wrong with the pump. The reporter stated that on (B)(6) 2012 the patient was taken to the emergency room for a bg of "hi" (>600 mg/dl). The patient was reportedly treated with IV insulin ad IV fluids and was released home on the pump with a bg of 154 mg/dl. The reporter stated that the patient's bgs remained good until (B)(6) 2012, when they started to rise again. The patient was reportedly taken off the pump on (B)(6) 2012 and was placed on insulin injections. The patient had reportedly been vomiting all day on (B)(6) 2012 despite being on injections. The reporter stated that basal rates were being adjusted at the recommendation of the patient's hcp and the cde/nurse practitioner to try and treat the erratic bgs. The reporter noted that the erratic bgs began after the patient had a cold and was on over-the-counter cold medications. The patient reportedly was slightly dehydrated and had decreased appetite/was not eating as much as usual during this time period as well. A review of the pump histories showed that on (B)(6) 2012, the basal rates were higher than on other days. The reporter could not provide a reason why the basal rates would be higher on those days, stating that there were changes made to the basal rates due to erratic bgs but she could not recall which specific days the rates were changed. The reporter noted that the patient usually suspends the pump for showers and set changes and sometimes forget to reconnect or resume the pump. The patient's hcp reportedly stated that a virus may be the cause of the erratic bgs. Troubleshooting indicated multiple possible contributing factors for the erratic bgs. This complaint is being reported because the patient experienced severe hyperglycemia requiring medical intervention while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no errors or alarms associated with the complaint observed in the black box or alarm history. A review of the black box shows that the last basal delivery occurred on (B)(4) 2012 at 10:48 and the last bolus delivery occurred on (B)(4) 2012 at 09:32. The pump was suspended on (B)(4) 2012 at 07:40 and deliveries were not resumed until 10:10 the same day. The pump was also suspended on (B)(4) 2012 at 21:12 and deliveries were not resumed until 07:39 on (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.